Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This is a report of a use error of reuse of a single use product which resulted in peritonitis. Per baxter labeling, users are instructed not to attempt to reuse any disposable supplies. Users are warned that possible contamination of fluid of fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused an unreported single use product which resulted in peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the peritonitis event. The patient was treated with injection fortum (one gram in a bag, duration not reported) and reflin (one gram per bag each day, duration not reported); both were administered through dianeal therapy bags. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.